Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a cause for the reported death could not be determined in this case. The reported effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature titled, "predictors for long-term survival after transcatheter edge-to-edge mitral valve repair". (B)(4).

Event description:
This is filed to report death. It was reported through literature review that an article identified the following may be related to the mitraclip: death. Details are listed in the article, titled ¿predictors for long-term survival after transcatheter edge-to-edge mitral valve repair.¿ no additional information was provided.

Manufacturer narrative:
(B)(4).